Event description:
I had the essure device implanted in 2010, 2 months after the birth of my 4th child. Since the implantation, I have had excruciating cramps, heavy bleeding during my periods, and painful intercourse to list a few. I had lost my will to continue being the fun loving self I once was. I never had any energy and spent most of my time in bed. If I did go out it was like I was having an out of body experience like I was always in a daze that I could not get out of and seeing everything from the outside in. I felt like I was literally going to die every month during my cycle. I had never had this much pain not even during or after childbirth. I always felt a sharp pain in my sides that I learned to live with it since I didn't know any better I thought this was just the normal feeling that I was going to have for the rest of my life. My husband tried his best to console me and try to understand my pain. The best way that I could ever explain it to him was like if I got the sharpest knife in the kitchen and was constantly stabbing my fallopian tubes, that is the best way to have him understand my pain. I thank god that I found the answer to my pain. On (B)(6), I underwent a vaginal hysterectomy with the removal of my uterus, both fallopian tubes(with essure), and cervix. My doctor opted to have me stay with my ovaries to avoid having to be on hormones since I am only (B)(6) years old. I never in my wildest dreams would have imagined that I would have my womanhood taken from me at such a young age. I have to admit that the pain from having my female organs removed did not even come close to the pain that I suffered on a daily basis with essure. I returned to work a week after my surgery and had never felt so alive. I am now 19 days post op and I'm so blessed to say that my children have their mom back and my husband his wife. It is still an ongoing processes that I have to allow myself to come to terms with. I at times get so emotional over the fact that it had to come to this extreme to feel better. If someone would have told me and warned me about everything I was going to feel and go through back in 2010, I would never have had this device implanted!! I selected permanent damage since I will never get my organs back! (B)(4).